Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that battery has failed. Smelled like the component was smoking. No harm reported and no delay.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the battery had failed. It smelled like the component was smoking. The customer returned an a.t.s. 3000 tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 3000ts tourniquet serial number (B)(4) as documented in the repair reports in livelink. Product review of the a.t.s. 3000 tourniquet on october 2, 2018 revealed that the battery was able to be charged and was less than a year old. No component appeared to be burned. The mounting feet were dry and cracked. The control panel was damaged and the display had marks. The power switch was also not working. Repair of the a.t.s. 3000 tourniquet was performed by zimmer biomet surgical on october 2, 2018 which included replacement of the control panel, display, power switch and mounting feet. A.t.s. 3000 tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review it was noted that the battery was able to be charged and was less than a year old. Also the service technician noted that no component appeared to be burned. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the battery was able to be charged and was less than a year old. Also the service technician noted that no component appeared to be burned. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.